Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the screen was frozen. The technical support specialist (tss) instructed the user to reboot the system and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen froze. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.